Manufacturer narrative:
Updated fields: b4, b7, e1 (event site state), g3, g6, h2, h11. Corrected fields: g2.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) experienced blood back during use on patient. The iabp [intra-aortic balloon pump] was working during shift change assessment at 1930 on day of event. During the nurses 2000 assessment, the patient was moving his left arm off the bed to show his limited range of motion when the bedside rn heard an audible difference in the pumps functioning and saw blood in the helium tubing. It is reported that this blood reached the iabp controller due to how quickly the event transpired. Due to the suspected balloon rupture, the critical care physician attempted to remove the catheter at the bedside but reportedly met some resistance and notified the cardiologist. The cardiologist came to the bedside to remove the catheter and applied manual pressure to the site to control the bleeding. The patient¿s lactic acid increased, and the patient had to return to the cath lab for the insertion of another iabp.